Manufacturer narrative:
Additional narrative: the investigation confirmed that the angled acet inserter handle had fractured as reported on both the returned devices. Previous investigations have found that design change was implemented for this product ((B)(4)) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of (B)(4) in instruments and concluded that the data showed no systematic failures of extruded (B)(4) for use in instruments. Following the dra a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary. This product is from a batch previous to the design change routed on (B)(4) as the anti-rotation pin can be visually seen on both the devices. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The handle is broken.